Event description:
The customer reported during a case the error message lo-ma, lo kv and filament regulator appeared on the c-arm.

Manufacturer narrative:
The service rep checked the system. The error will occur when in the cine mode only. The rep performed 5 cine run at max pps. System is not ach no error appeared on the c-arm. He checked the generator batteries. The batteries are within the manufacturer's specifications.